Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted concurrently with cystoscopy, due to sui/pop, cystocele and enterocele. It was reported that following insertion the patient experienced infection and recurrence. It was reported that patient underwent retropubic exploration with vaginal approach and removal of anterior vaginal graft on 8/4/08 for febrile illness with pelvic hematoma. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008, and a mesh and repliform were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.